Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high counts to the sensing integrity counter (sic) and 2 non-sustained tachycardia episodes. The patient had been having a breast implant replacement procedure at the time. The alert was cleared and the rv lead remains in use. No patient complications have been reported as a result of this event.